Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of teflon pad damage. A visual inspection was performed and found the teflon pad separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A probe check was performed and the device passed the probe check. The most likely root cause of the damaged teflon pad was due to insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the white teflon pad was sticking out. There was no damage to the probe unit and no device fragment fell inside the patient. The procedure was completed using a different but similar device. There was no patient injury reported.